Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels. The mother states there was an infusion set that did not go in properly. The customer did not receive insulin properly. The customer's mother was unable to troubleshoot at the time of call and requested a call back at a later time.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device had intermittent button response on the esc and act buttons due to flattened dome switches. No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device uploaded properly using care link. Device had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.